Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated they had frequent battery change issues which resulted in the customer having to restart the pump several times to make it work. Furthermore, the customer stated that the buttons are worn off and are illegible. The customer declined assistance from the help line. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.